Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported three vitrectomy cutters were able to aspirate but could not cut during the cataract vitrectomy combination procedure. The cutters were reported to be actuating. The cutters were replaced three times and the procedure was completed with the fourth cutter. There was no patient harm. This is one of three reports.

Manufacturer narrative:
Corrected information has been provided in b.5. Additional information provided in d.9. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative indicated that overall there were four defective vitrectomy probes involved in the whole procedure.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face, welded cap and in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. Orange/brownish foreign material observed on the bevel of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. The exact root cause for the cut failure cannot be determined from this evaluation, therefore no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).